Event description:
Received complaint from european affiliate that one or more pts sustained a decrease in visual acuity following lasik procedure. Add'l MDR reports will be submitted as specific pts are identified.